Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-rays evidence revealed that there was nothing indicative of a device nonconformance with the knee tibial insert. No defects that could have contributed to the reported event were identified. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that patient experienced a deep infection to the left knee and underwent a revision on (B)(6) 2023. A prior revision was performed on (B)(6) 2023, and original implant occurred on (B)(6) 2023. Surgical delay is unknown. This report is for an atune cr lt ms ins sz 6 8. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Operative notes were reviewed. On (B)(6)2023, the patient underwent a left primary knee arthroplasty with no complications. Depuy synthes bone cement was used in the procedure and the patella was resurfaced. On (B)(6)2023, the patient underwent irrigation and debridement on the left knee with exchange of the poly insert. Prior to the surgery, patient complaints of increased pain and difficulty bearing weight. An aspiration was performed which was positive for infection. Intraoperatively, mild inflamed synovium was identified. When trialing with the previous poly insert, it was determined that the joint was loose so a thicker poly was utilized, which improved stability.